Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. The device was attempted three times to cross the lesion but was unsuccessful. When the physician attempted for a fourth time, the physician took a look at the stent and it was found that the stent struts were damaged. The device was removed. The procedure was completed with a different stent with the support of a non-bsc guiding extension catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged from mid-section to the distal end of the stent, with stent struts stretched and overlapping. The stent od (outer diameter) for the undamaged proximal part of the stent was measured which is within the maximum crimped stent profile. The distal edge of the bumper tip of the device showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00x38mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. The device was attempted three times to cross the lesion but was unsuccessful. When the physician attempted for a fourth time, the physician took a look at the stent and it was found that the stent struts were damaged. The device was removed. The procedure was completed with a different stent with the support of a non-bsc guiding extension catheter. No patient complications were reported.